Event description:
Event was determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft kink occurred. The lesion was located in the right coronary artery (rca). During the procedure, the shaft of the 10mm x 2.50mm flextome cutting balloon kinked. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was reported as good. Returned device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time if event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had been inflated and that the hypotube shaft was broken 122mm from the proximal end of the hub. The device could not be inflated due to the break in the hypotube. Further visual and microscopic examination of the balloon revealed no damage to the balloon or the blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).